Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported hakim programmable valve was implanted in a patient on (B)(6) 2021. After the procedure, cerebral spinal fluid was not draining due to clogging of the valve, so the valve was replaced, and revision surgery was performed on (B)(6) 2021. The clogging was identified during the process of verifying that the product was functioning normally.

Event description:
N/a.

Manufacturer narrative:
The valve was returned for evaluation. Device history record (DHR): product code 823113 with lot 4399724 conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; needle holes were noted in the rickham. The position of the cam when valve was received was 130mmh2o. The valve was hydrated. The valve was tested for programming, the valve failed the test, the cam mechanism just wiggled a little bit during the programming process. The valve was leak tested and leaked from the needle holes in the rickham. The valve passed the test for programming, occlusion, reflux, and pressure. He valve was retested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The cam magnets were controlled and failed. The root cause for the programing issue noted during the investigation is due to the abnormal polarization of the magnets. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted.